Event description:
Patient had sat on a side of citadel bed. Due to medical issues, patient was unable to hold himself up. Patient grabbed the side rail as a support to hoist himself. It caused that safety side was bent and ripped from bed. There was no injury reported. Patient had sat on a side of citadel bed. Due to medical issues, patient was unable to hold himself up. Patient grabbed the side rail as a support to hoist himself. It caused that safety side was bent and ripped from bed. There was no injury reported.

Manufacturer narrative:
It was reported that the side rail was bent and detached from the citadel bed frame. The patient used the safety side as a support to hoist themselves. Due to medical issues, patient was unable to hold themselves up and grabbed the side rail as a support. No injury was claimed. The device was inspected and technician replaced the side rail. The review of post-market surveillance data revealed that the main factor which could lead to side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition and information provided indicating that the side rail detached as it was used to aid patient holding themselves. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device failed to meet its performance specification. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to detachment. The arjo device failed to meet its performance specification since the side rail was detached. This complaint is deemed reportable due to the side rail detachment. No injury was reported.